Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic nephrectomy the trocar was used as a camera port. After insertion, air was injected into the balloon, but the balloon did not inflate, so the use of the trocar was stopped. The second trocar also had the same issue that the balloon failed to inflate. The third on was able to be used properly. The procedure was completed with another device. There was no patient harm.